Manufacturer narrative:
On 23 dec 2015, it was prepared a final report with the information already submitted in the intial report and in the follow up #1.on 23 dec 2015, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Sizes of 10 mm not marketed in the USA. The other thicknesses are cleared under k130299. Batch review performed on 23 october 2015: (B)(4). On (B)(6) 2015 the medical affairs director made the following analysis: in 3,5 years the locking screw got loose and is now located, according to xrays, in a postero-medial position, having migrated cranially. We cannot state that no further displacement of the screw will take place. The actual position is sufficiently away from articulating surfaces, in that case removal of the prosthesis could become necessary. Perhaps the surgeon will evaluate the possibility of removing the screw through an arthroscopy access if the patient conditions allow this course of action. Normally screws get loose because they have not been tightened properly, but there is no evidence that this is the case. No definite conclusion can be drawn.

Event description:
Unscrewing of the hinge tibial insert screw. Revision to be planned.

Manufacturer narrative:
On 01 dec 2015 it was communicated that the surgeon removed in arthroscopy the screw, that was not broken but only loosen. The surgeon decided to keep the implants in place without the screw. On 21 december 2015 it was communicated that the screw is not available for evaluation because it was thrown away by the surgeon.